Event description:
It was reported that the system 9800 intermittently displays a "battery charger failed" error. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service. A power line monitor was installed to determine if facility power may be the cause. The situation will be monitored and an additional report will be filed if further information becomes available.